Event description:
It was reported that the customer did seek medical attention due to high blood glucose of 580 mg/dl. Troubleshooting was performed. It was stated that the customer passed out, and he had experiencing similar high blood glucose episodes in the past. The programming, time, and date were correct. Reviewed the alarm history and found several battery alarms. Ran a fixed prime and high pressure test and they passed. Advised the caller to call back if further issues reoccur. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.